Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03418, 3006705815-2023-03442. It was reported that following an unrelated fall, the patient experienced ineffective therapy as well as a feeling of heat and discomfort at the pocket site. X-rays confirmed that the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the entire scs system was explanted and replaced after the physician confirmed, during the surgical procedure, that not only both leads migrated, but also the ipg.